Event description:
It was reported that bd texium closed male luer with female cap was leaking the following information was received by the initial reporter with the following verbatim while administering pts 5fu ivp it was noted that there was a drip that came from in between the texium and smart site needle free valve. I immediately ceased pushing medication and retrieved several gauze pads to use as an absorbent buffer. I unscrewed texium and replaced thinking maybe it wasn't tight or was cross threaded. That proved ineffective. Medication was completely administered with gauze held at juncture through completion with a few more drips noted. This nurse placed protective dressing underneath pts shirt to prevent medication touching skin and education was provided to pt on immediate removal of shirt, cleansing skin and washing clothing. Pt verbalized understanding and appreciation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 10012241-0500 and lot# 25017428 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 31jan2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.